Event description:
It was reported that the procedure was to treat a lesion in the proximal rca. The lesion was pre-dilated with a 2.0/15 balloon and the ultra was advanced. After difficulty crossing, the device was retracted, but the stent was dislodged in the ostium of the rca. The stent delivery system was removed and the 2.0/15 balloon was advanced into the dislodged stent and the stent was deployed at that location. The stent was then post-dilated with a 4.5/20 balloon and a 4.0/12 balloon. No other device could be advanced through the ultra stent to reach the intended lesion, so the procedure was aborted.